Event description:
A customer observed higher than expected quality control results when using vitros amon slides on the vitros 950 analyzer. No patient samples were reported while quality control results were unacceptable. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation confirmed that the calibration responses and parameters were atypical compared to the expected values. Ammonia precision test results were within the expected interval. Further investigation concluded that the lab was experiencing ambient temperature shifts of greater than 5 degrees. The manufacturer indicates that calibration may be required if ambient temperature shifts greater than 5 degrees. Stabilizing temperature with the 5 degree interval resolved the concern. The root cause of the event is user error.